Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was discolored. Customer's blood glucose was 182mg/dl. Upon follow-up with tandem technical support, the issue had resolved.